Event description:
Customer stated "pad burst into flames in (B)(6) while using a converter." It's a 156 model. The product was never returned for investigation and no lot number was provided. Incident occured in (B)(6). Pad was purchased in the USA and intended for 120v use only. (B)(6) has 220v power source. Therefore, this product was used incorrectly.